Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the patient never got the pump to work to help with his symptoms. If the patient¿s dose was increased to 350mcg/day, it felt like his body was on fire. He had to have the pump turned down and then he would feel better. It was noted that, 2-3 years prior to this report, imaging of the catheter was done and everything looked fine. On the day prior to this report, the pump was explanted. The patient was told that his catheter disintegrated. The fluid was not going into his spine. A part of the catheter could not be found and the remaining catheter was left in the patient¿s body. It was further noted that the patient¿s pump trial ¿worked perfectly¿. The device system was used to deliver baclofen. The cause of this event, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.